Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00 pm after the end user received inconsistent readings from his prodigy diabetes meter. The end user was at a bus stop when the police noticed that he was acting strange with slurred speech and seemed intoxicated. The paramedics were called and performed a blood glucose test with their meter and the result was 42 mg/dl. The end user was given sugar gels and transported to the ER. Upon arrival to the ER his blood glucose was 58 mg/dl. He was given peanut butter, graham crackers and orange juice to stabilize his blood glucose level. Blood test were performed to check his kidney functions. After 6 hours in the ER he was discharged with a blood glucose reading of 163 mg/dl. He was also instructed to closely monitor his blood glucose levels. No additional details were provided in regards to this medical event.